Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that post patient finishing chemotherapy, was deaccessing port however didn't retract fully resulting in needle stick injury to right ring finger at the base area, that went through the glove while discarding it in the purple hazard sharps bin that was beside the patient. Full ppe was on during this time. No patient injury was reported. Staff member did not require any medications following the incident. It was reported this occurred with 2 devices. This report addresses both devices.